Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer that she woke up and her insulin pump was vibrating, red light was flashing and the screen would not come on and changed battery. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Display did not return after pump restart. The customer also reported that the insulin pump was no longer waterproof. The customer went to the (B)(6) and was on water ride. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.